Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). After a synergy" stent was successfully delivered distally through a non bsc guide extension catheter, predilation was performed with a 3.0 x 8 balloon catheter. Subsequently, a 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device from the patient's body, it was noted that the distal edge of the stent struts were lifted up. The procedure was completed with another 3.00 x 24 synergy ii stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal part of the stent with the 1st row stent struts lifted. The stent od (outer diameter) for the undamaged proximal part of the stent was measured using a snap gauge which is within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). After a synergy¿ stent was successfully delivered distally through a non bsc guide extension catheter, predilation was performed with a 3.0 x 8 balloon catheter. Subsequently, a 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device from the patient's body, it was noted that the distal edge of the stent struts were lifted up. The procedure was completed with another 3.00 x 24 synergy ii stent. No patient complications were reported and the patient's status was fine.